Manufacturer narrative:
Updated fields: b1, d8, g3, g6, h2, h11. Corrected fields: e3, h6 (medical device problem code, investigation findings).

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and found blood present in the pneumatic interface module (pim). Upon opening the device, the fse also identified blood within the tubing leading to the fill manifold. The fse replaced the pneumatic interface module with a customer supplied one and the scroll compressor, helium reservoir, pressure vacuum reservoir, pim to blackplane cable assembly, tubing, muffler and fitting associated to the reservoir. The unit passed all functional and safety tests and was cleared for clinical use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective pneumatic interface module, scroll compressor, helium reservoir, pressure/vacuum reservoir, pim to blackplane cable assembly, tubing, muffler and fitting associated to the reservoir. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was exposed with blood retained by customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an error message cart restoration. There was no patient involvement reported.